Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs found no events of a power failure. The evaluation showed that an astral device was detecting an external power source when it was connected to the main power. It was determined that the reported device issue was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. The device evaluation also revealed water contamination in the pneumatic block. The pneumatic block was replaced to address the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was detecting the main power source as an external battery. There was no patient injury reported as a result of this incident.